Event description:
Seventy-two-yr-old female undergoing pacemaker insertion for heart block. Ventricular lead placed without difficulty. Unable to place atrial lead in satisfactory position so lead and introducer sheath removed. Pt experienced chest pain and fluoroscopic changes noted in right lung. Chest tube placed. Cardiopulmonary arrest and inability to resuscitate pt. Pt expired.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: other. The device was not destroyed/disposed of.